Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the device was contaminated. A 1.50mm rotalink¿ plus was selected to treat the target lesion. During introduction, it was noted that the device was caught on the physician's glove. The physician decided to take the burr out. No patient complications were reported.